Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal lioresal 2000 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 400 mcg/day. The pump's IFU (indication for use) was listed as intractable spasticity and cerebral palsy. On (B)(6) 2015, the patient reported hearing the pump alarm beeping. The patient stated the pump made 2 beeps but the beeps did not sound like the critical alarm. The reporter stated the patient indicated the beeps occurred at 6 am and 9 am and the patient has heard nothing since that time. The hcp checked the pump logs and nothing appeared in the logs that correlated to what the patient alleged the pump was doing. The beeps were not consistent with the sound of a pump alarm. The beeps were not matching to the alarm interval of the pump (critical every 10 minutes; non critical every one hour). There was nothing in the logs to indicate the beeping sound was caused by the pump. Non-pump system causes of beeping were being considered. There was no change in the patient's tone. The hcp planned to monitor the patient closely. Additional information received on 11/20/2015 reported the patient was much tighter now. The tightness began overnight. A bolus of 125 mcg was performed on (B)(6) 2015 with no patient response. The surgeon was not worried on (B)(6) 2015 but the patient has since worsened. The patient could not walk as well and was "up on her toes" similar to pre-implant. The patient also experienced nausea and vomiting. There was no pruritus or altered mental status. Side port aspiration was done at the bedside on (B)(6) 2015 and they were able to aspirate normally and re-primed the catheter. A bolus of 100 mcg was programmed and they were waiting to see how the patient responded. The patient has been in the hospital and the reporter assumed the patient has been receiving oral baclofen. The reporter confirmed the event log history of the pump and nothing has changed since (B)(6) 2015. CT scan was performed to rule out other causes for the symptoms. It was unknown if there were any pump reservoir volume discrepancies. There was no swelling noted currently. The hcp was aware of past patient issues so they were being careful making a decision regarding revision surgery for the current issues. Other medications the patient was taking at the time of the event were not reported. Pertinent medical history was not reported. Patient outcome/resolution was not reported. The cause for the beeping that the patient heard was not reported. Additional information has been requested, but wasnot available as of the date of this report. Additional information was received from a company representative on 01/26/2016 and it was reported that the patient was hospitalized for the symptoms. The symptoms were assumed to be related to the pump/therapy as the patient had the pump replaced and the symptoms resolved.

Event description:
Additional information received reported that the pump would not be returned as it had been disposed of by the hospital. The cause of the patient's symptoms was unknown. After the replacement of the pump the healthcare provider put the patient's dose back at 500mcg/ml and the patient had been doing very well since.